Event description:
Unable to fully deploy the stent-graft: simultaneous evar and tevar operations were performed. Evar was performed first with an excluder stent-graft (gore), followed by tevar with the relaypro stent-grafts. The treatment plan for the tevar was to implant two stent-grafts in zone 4; one was to the distal and then the other one (28-n4-44-164-40u) to the proximal. The stent-graft concerned was positioned properly. However, when the controller was placed in the "4" position and the tip was retracted to rejoin the outer sheath, something in the tip caught on the proximal portion of the stent-graft and the first stent of the stent-graft became deformed. It was assumed that the delivery system was pulled to the distal with the stent-graft caught on a difference in diameter between the tip and the outer sheath or something, resulting in deformation of the first stent. Ivus revealed that the portion of the stent-graft was bent medially like a dog ear. An attempt to expand the stent-graft by balloon modeling was unable to correct the deformation. Since there was no endoleak and the treatment objective was achieved, the procedure was completed without additional treatment. The tevar performed in this case was for the descending aorta, however, the arch aorta is also aneurysmal and an additional treatment will be required. As an additional tevar is planned to be performed at later date, during the operation, a long device will be implanted proximal to the stent-graft concerned so that it will overlap the deformed distal portion to achieve proper patency. Operation type: tevar there was blood loss, but the amount is unknown. (Tc#(B)(4)) patient outcome - "health damage to the patient is unknown."

Event description:
Unable to fully deploy the stent-graft: simultaneous evar and tevar operations were performed. Evar was performed first with an excluder stent-graft (gore), followed by tevar with the relaypro stent-grafts. The treatment plan for the tevar was to implant two stent-grafts in zone 4; one was to the distal and then the other one (28-n4-44-164-40u) to the proximal. The stent-graft concerned was positioned properly. However, when the controller was placed in the "4" position and the tip was retracted to rejoin the outer sheath, something in the tip caught on the proximal portion of the stent-graft and the first stent of the stent-graft became deformed. It was assumed that the delivery system was pulled to the distal with the stent-graft caught on a difference in diameter between the tip and the outer sheath or something, resulting in deformation of the first stent. Ivus revealed that the portion of the stent-graft was bent medially like a dog ear (see attached image-1). An attempt to expand the stent-graft by balloon modeling was unable to correct the deformation. Since there was no endoleak and the treatment objective was achieved, the procedure was completed without additional treatment. The tevar performed in this case was for the descending aorta, however, the arch aorta is also aneurysmal and an additional treatment will be required. As an additional tevar is planned to be performed at later date, during the operation, a long device will be implanted proximal to the stent-graft concerned so that it will overlap the deformed distal portion to achieve proper patency. Operation type: tevar. There was blood loss, but the amount is unknown. Tc#: (B)(4). Patient outcome: "health damage to the patient is unknown."